Event description:
Information was received from a patient representative regarding an external device. The reason for call was the implant would not charge. It took hours to charge and might only go up 20%. The controller showed excellent recharge quality. It also showed a message 'battery low', recharge the battery pack even though the battery pack was charged. The issue had been going on for probably 6 months. Patient was currently in the hospital and patient representative had been trying to help patient with charging the implant. Patient representative (patient's daughter) mentioned they also have 2 intellis stimulators and tried charging pt's device with one of their rechargers and it did the same thing. Patient never could get above 60%. Patient went from 30% to 60% and it took probably 4-5 hours. When patient representative took the paddle from patient's back, the paddle was flexible and was so hot where patient had been laying on it propped on it. Patient rep thought it was with both patient's and patient's daughter's equipment. Had pt rep inspect the controller for damage. Patient rep saw no damage. Patient had no falls and no other changes. Patient had controller and recharger replaced a year ago. A request was sent to repair to replace the recharger. Patient rep also provided a new address. Emailed prs.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97755-s. Serial# (B)(6), revealed poor recharge quality message. The arrow is rubbing off. This does not impact the functionality of the recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.